Event description:
It was reported that a cadd® cadd-legacy® pca pump was displaying "power loss while pump is on" message constantly when attempting to start pump after priming tubing. Pump is not running when message is being displayed. New batteries have been placed in pump with error message still occurring. No patient adverse effects reported.